Event description:
The blood outlet port of the oxygenator detached from the housing. This problem occurred prior to bypass surgery. No pt was affected due to product defect. The device was returned for eval.